Manufacturer narrative:
Based on the description of the event, an acs® pe-insert could not be impacted into a tibial component despite several impacting attempts. An alternative product from the same batch was available and could be successfully implanted. The product in question was not provided for an optical examination. However, photographs of the explant have been made available, enabling a limited optical examination. Examination of the anterior side of the pe inlay reveals small damages. The manufacturing documents and the material certificates of the pe-inserts and tibial component were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Since another pe-insert could be impacted without problems on the tibial components afterwards, an error of this product is excluded. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the process of impaction was not done correctly. However, this cannot be confirmed nor denied due to lack of information. The event was assigned to the error pattern "incompatibility" in the associated risk management. Note: the lot number of the affected pe-insert is either 24301j4032 or 24301j4090. One of these is the affected product and the other one was used instead to finish the surgery. Both products are from the same batch. The manufacturing protocols of both lot numbers were checked.

Event description:
The following event was reported to implantcast gmbh: "insert was not able to lock into the tibial component. Insert is fb+. Tibia is also fb+. Tried to reposition multiple times but unable to lock in. Dislocated the tibia completely to check if anything is impinging. Cleared the tibia multiple times. Still unable to lock in. Then another insert of the same size was used." Note: it is known that the event occurred during the operation and that it had no effect on the patient. The procedure was successfully completed using an alternative product.